Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.

Event description:
The customer received a blood glucose reading of 307 mg/dl from his contour meter and a reading of 107 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service was attempting to gather more info and troubleshoot the system, but the customer ended the call. No product will be returned.